Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The caller reset the pump, cleared the malfunction, and was able to resume insulin administration. The caller was instructed to contact support again if the issue reoccurs.